Event description:
Reporter indicated that the display of a patient's magnet activations on a hp handheld computer was atypical. The magnet activations showed multiple times where only one time should have been showed. Good faith attempts for product return have been unsuccessful to date.